Manufacturer narrative:
Date rec'd by MFR: 31jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the power management board. The customer replaced the power management board and the issue was resolved. The unit was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20jun2019. A follow up report will be submitted once the report is complete.

Event description:
It was reported by the customer that the unit would not power on. The unit's display was blank and that there was no blower activity. There was no patient involvement.